Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent removal of a small ganglion from her left foot in same day surgery on an unknown date and suture was used. The patient developed pain and the wound split open. The patient was given antibiotics and has been in physio. The patient has had her foot lanced. No additional information was provided.